Event description:
The customer called and reported she went to enter carbohydrates on the insulin pump, numbers began to ramp up on their own, and the screen went blank. The customer stated she changed the battery and the insulin pump alarmed battery out limit, which could not be cleared as buttons were not responding. The insulin pump was worn closed to the customer's body during a dance class and came out moist. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.